Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further specified. Peritonitis was manifested by abdominal pain. On the same day as the onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin (intraperitoneally, dose, duration and frequency not reported) for peritonitis. Eleven days after the onset, the patient was discharged from the hospital and was reported to be recovered from the peritonitis event. The pd therapy was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.